Manufacturer narrative:
At this time, the suspect device has not been return for investigation. Log file was requested from the customer for analysis. Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the bellavista 1000 have active blower failure and inspiration valve leaky alarms. Furthermore, there was no patient involvement associated with the event.

Manufacturer narrative:
Device evaluation update: g4, g7, h2, h6 and h10. Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause was determined as due to user faulty as the end user lack of maintenance / filter exchange combined with not reacting on blower temperature alarms.